Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that on 1000 units of bd vacutainer® eclipse¿ blood collection needle the label information was illegible. The following information was provided by the initial reporter, translated from french to english: almost illegible engraving of lot number and expiry information on the device units.

Event description:
It was reported that on 1000 units of bd vacutainer® eclipse¿ blood collection needle the label information was illegible. The following information was provided by the initial reporter, translated from french to english: almost illegible engraving of lot number and expiry information on the device units.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for illegible print was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode illegible print. Bd was not able to identify a root cause for the indicated failure mode.